Manufacturer narrative:
10/14/1998-supplemental report sent to FDA. The instrument would not fire due to interference between the pusher bar and frame. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a colon resection procedure. Reportedly, the instrument was difficult to open. No pt injury reported.